Event description:
Customer reported the alarm is not sounding at the bedside but is sounding at the nurses station when using the nurse call cable. Customer also reported there is no physical damage to the unit. The customer did not provide a date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned product did not confirm the reported issue. Unit does not power on with batteries. Unit powers on with an alternate power supply and turns on/off intermittently when moved slightly. No functional test could be performed. Note: instructions for use states: after changing batteries, test the alarm function and verify all settings. Never leave a pt unattended without checking alarm and sensor function, and verifying that all settings are functioning as established in protocol. (B)(4).